Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, cracked case near the display window corners and a cracked reservoir tube lip.

Event description:
It was reported the insulin pump kept alarmed motor error. Customer's blood glucose level was 155 mg/dl. Customer's mother stated alarm when off when the customer was trying to administer a bolus. Customer's mother does not recall any significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer's mother was advised to disconnect the device from the customer. Customer does not use the sensor feature. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.